Event description:
It was reported that the lead developed noise, which caused the patient to receive multiple shocks. The noise was reproducible with arm movement. The lead was capped, and no patient complications were reported as a result of this event.

Manufacturer narrative:
This lead was capped in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility.